Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nasal/throat irritation, watery eyes, plugged ears. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned and no problems were found with the device. The device has been scrapped. The patient's complaint could not be confirmed. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.